Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and partially cut and there were no staples present, indicating that the device achieved a partially firing; however the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be within bounding of the field action. The device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated thickness tissue. The device did not exhibit behavior associated with the field action. The device performed as intended. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r59t4p.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, one fifth of the washer was uncut, and the uncut part of the washer was left inside the anvil head. The donuts were created properly. When the anastomosis site was checked via colon fiberscope after the procedure, no problem was observed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.